Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (medication unknown). A 50ml bag was used and the programmed infusion was set to deliver 10ml over a set amount of time (set time to deliver the 10 ml unknown). The full 50ml bag ended up being delivered to the patient. The infusion was interrupted at least twice by air in line alarms. There was no secondary infusion or add on components. It was reported that there was no patient harm related to this event which occurred in the emergency room. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the customer reported 'the bag drained too quickly. A 50 ml bag was used. The infusion was for 10 ml over a set time. The time is unknown. The full 50 ml was delivered. The patient was not injured' which was not reproduced during evaluation. The device was tested for flow rate accuracy testing with the flow rate at 40 ml/hour and 125 ml/hour and the flow rate accuracy error percentages rate were +3.53% and -0.71% and both error percentage rates were within the specification rate of +/-5%. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Review of the event history log found 7 occurrences of the 'air-in-line!' Messages as evidence for customer-reported allegation 'infused that was interrupted at least twice by air-in-line alarms'. The due diligence information was not transferred in time for evaluation. The device could not be evaluated for the air in line since it is no longer in its received condition. The device will be required to pass all testing before being returned. Should additional relevant information become available, a supplemental report will be submitted.